Event description:
Pt with double valve implant had many postop problems including tamponade and sternal dehiscence. In 6/05 had heparin removed to do a reporation for sternal problem. After this the pt acutely decompensated, in echo showed left atrial thrombus and thrombosis of mitral valve. Pt also had a possible low grade infection. As a result of this the pt died.